Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for one sample. Additionally, the customer noted imprecision with quality controls. The following data was provided: initial calcium result = 17.0 mg/dl, repeat on another alinity = 9.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tubing, peristaltic head clogged, causing the cuvettes to overflow, and become dirty. The fsr replaced the part which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any similar issues related to the alinity system. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for one sample. Additionally, the customer noted imprecision with quality controls. The following data was provided: initial calcium result = 17.0 mg/dl, repeat on another alinity = 9.6 mg/dl no impact to patient management was reported.